Manufacturer narrative:
Trackwise ID #: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) was working intermittently. During vessel ligation, power was being intermittently being delivered when ligating a branch. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: g4, g7, h2, h3, h6, h10. Corrected section: a4 - corrected weight to 83kgs. The device was returned to the factory for evaluation on 10/09/2020. An investigation was conducted on (B)(6) 2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed. The device was connected to the returned power cord and the power switch was turned to the "on" position. The device failed to energize. The green indicator light did not illuminate and the device failed to provide energy to a reference hemopro device and reference extension cable. The device was connected to the reference power cord and the power switch was turned to the "on" position. The device failed to energize. The green indicator light did not illuminate and the device failed to provide energy to a reference hemopro device and reference extension cable based on the results of the investigation, the reported "intermittent continuity" was confirmed, but confirmed for the analyzed failure "failure to deliver energy". The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(6) was working intermittently. During vessel ligation, power was being intermittently being delivered when ligating a branch. A replacement device was used to complete the procedure. The hospital did not report any patient effects.